Event description:
Implant date: 1992. Post operative x-rays indicate screws have backed out. Revision surgery in 1992 to replace screws. Pt complained of pain. Explanted in 1993 at which time a screw was loose.